Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for non-malignant pain. It was reported that the patient reported the bolus was interrupted during delivery. Patient stated that the screen got stuck at 90%, and then error code 362 (bolus rejected) appeared while the bolus was being delivered. Agent reviewed and assisted the patient with deleting data. Agent also walked the patient through checking the lockout reason and bolus parameters. Patient confirmed that "lockout duration in effect" was displayed and that the lockout duration was set to 4 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.